Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that a high inspiratory pressure alarm occurred. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported. The device was being used in st mode, epap 8 and ipap 8, pip was found to be 16. The unit was operating without an issue after restarting. Therefore, they continued using the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer performed functional test for verification and no abnormality was confirmed.